Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump was broken and had a crack on the battery compartment at the back. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Troubleshooting was performed. Customer stated insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.